Manufacturer narrative:
Covidien reference # : (B)(4). Date of initial report : 12/05/2016. The return of the incident sample has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during a lobectomy, a piece of the active waveguide disengaged. There was no reported patient injury. Additional questions regarding the device and incident have been asked.

Manufacturer narrative:
(B)(4). The incident ultrasonic dissector was returned for evaluation. Visual inspection of the disposable hand piece revealed that the device had been used and the static part of the jaw had broken off. The remaining waveguide was inspected under magnification to identify the point of initial contact and fracture. It was concluded that the titanium waveguide fractured during use and eventually broke off. The titanium waveguide probably came in contact with a hard metallic object such as hemostat or retractor as evidenced by the break point and metallic scraping. The user¿s guide for this system warns: contact between the active blade and other metal objects (hemostats, clips, staples, retractors, etc.) May result in unintended damage to tissue and/or device failure.